Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, during follow-up, the right ventricular (rv) lead exhibited elevated pacing impedance resulting from the suture sleeve being excessively tied down to the lead. The physician elected to use a new lead. The lead was capped as unusable and was replaced. No patient complications have been reported as a result of this event.